Event description:
The customer reported discrepant troponin I (access accutni) results for four patients involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. The customer stated the discrepant results were released from the laboratory and questioned by the physician. One patient was held longer for observation in the hospital¿s chest pain center. It is unknown if any additional treatment was given to the patient. There has been no report of patient outcome. Subsequent testing of the patients¿ samples, on an alternate analyzer, produced lower results within the normal reference range. The customer stated that corrected reports were generated for the four patients and quality control (qc) and system checks were within specifications at the time of the event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered micro-bubbles in the wash pump upon priming the system. The fse replaced the rotor and stator assembly and primed the system again numerous times; no micro-bubbles were present in the pump. A routine system check and high sensitivity system check were performed; no issues were noted. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Rotor, stator assembly. In conclusion, system hardware is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.